Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer stated that they were treated during the hospitalization. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had another low incident that resulted in hospitalization. The customer also reported that the insulin pump had a pump error. The customer reported that the insulin was squirting out of the infusion set. The insulin pump will be returned for analysis.